Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead demonstrated an out of range impedance shortly after implant. No shocks have been delivered. No noise is seen on the shock electrogram. It is noted that the amplitude of both the intrinsic and pacing signals are very small.